Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that there was a lead fracture less than 6 cm. The physician attempted to remove the fractured lead, but the lead was reported to be partially explanted. The rep reported the lead was not returned as it was disposed of at the facility. The rep reported the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot # va1mptb, implanted: (B)(6) 2018, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.